Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the capsular bag was torn when the surgeon implanted the intraocular lens (iol). It is unknown how the bag tore. The procedure was completed with an alternate iol. The lens was discarded.